Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alarm. There was no impact to the customer's blood glucose level as the customer was using saline in the pump. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.